Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified, and the power switch and the inverter were replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a bedside monitor for service repair for the reported issue of "no display" while in use. The customer removed the product from service on (B)(6) 2016. No injury was reported.